Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht50 ventilator generated an alarm, the readings disappeared and the ventilation stopped. The patient was manually ventilated via an ambu bag and transferred to an alternate ventilator without harm or injury.

Manufacturer narrative:
Device evaluation summary: the main board for the newport ht50 ventilator was received by medtronic for failure analysis. The reported event could not be duplicated but a different symptom was observed. The main board was placed in a test ventilator and powered up on battery power but did not complete the power on self test. When the ventilator was connected to the alternative current (ac) power, the ventilator consistently rest. The fault was isolated to the u38 integrated circuit of the main board. If information is provided in the future, a supplemental report will be issued.